Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The initial report for these product complaints were timely submitted on (B)(4) 2013 under mfg report number 2182208-2013-00311, as there were 3 cables with the same model and lot numbers represented by that regulatory report (mfg report number 2182208-2013-00311). Model number of these cables is 5433vl. Product event summary: analysis confirmed the reported event; positive locking wheel is broken off and case halves are separated. It is noted adhesive residue found on one side of connector. Cable is twisted approximately 66 and 69 inches from heart wire connector. Cable continuity tests ok. No intermittent connection found when cable is bent / manipulated. Connections were not shorting out between themselves. (B)(4).

Event description:
It was reported that the external pulse generator (epg) cables were "broken." Of note, the plastic screw knob showed "physical breakage." The hospital had recently revised their cleaning/sterilization process and noted the cables were "breaking" following the sterilization process. The cables were returned. No patient involvement or complications have been reported as a result of this event.